Manufacturer narrative:
This report is submitted on march 16, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2017 due to poor performance with device use. There are no plans to re-implant the patient with a new device.